Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, red particles, observed a dark circle around the patch, around 0-25% of the shell is missing, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge where is localized stresses induced in radius and posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks and broken shell with smooth edge on posterior side assessed as smooth opening. Based on the device analysis, the final assessment is broken shell with sharp edge where is localized stresses induced assessed as surgical impact, broken shell with smooth edge assessed as smooth opening, visual and micro analysis reported: flat creases, nicks, red particles and dark ring and missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product..

Event description:
Healthcare professional reported left side rupture and removal due to patient's concern with the product. Device has been explanted.